Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that during a device change out, the device stopped pacing when it was removed from the pocket. The patient went asystolic. Cardiopulmonary resusitation was performed on the patient. The device was returned to the company. No further patient complications have been reported as a result of this event.